Event description:
It was reported by service report that bed exit and scale were not working because the footboard did not function. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard was not seated properly on the footboard connector. Conclusions: footboard was properly seated on the connector.